Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. Per the review, the instrument was last used on (B)(6) 2022 on system (B)(4). The medium-large clip applier has 65 uses remaining after last use. The medium-large clip applier has a maximum of 100 uses. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the medium-large clip applier did not release the clip properly. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier did not release the clip properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was using weckpoly medium clips. The surgeon confirmed the closure of the clip after legation. The vessel was not greater than 10mm in diameter.